Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. As a lot/batch was not provided, a device history could not be performed. Additional information was requested and the following was obtained/unavailable: did the device lock out and not fire (no staples deployed or cut line started)? No information. Or, did the device partial fire (started to fire staple and cut line but could not be completed)? Was the knife return switch attempted? No information. Was the manual override used to open the device? No information. Did the device remain closed on tissue? Did the jaws eventually open? Yes. No further information will be provided.

Event description:
It was reported that during an unknown procedure, the knife did not return to the home position at the 2nd firing. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Additional information received: lot: p9350g. Manufacture date: 8/1/2017, expiration date: 6/30/2020. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Manufacturer narrative:
(B)(4) batch # p57e0n. Device evaluation: the analysis found that one psee60a device was returned with no apparent damage and with no cartridge loaded on the device. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device opened and closed without any difficulties noted. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.